Event description:
Prior to the patient's cesarean section, the physician attempted to place an epidural catheter. The end of the epidural catheter was not visible on removal, and it was determined that the tip of the catheter was retained in the patient's lumbar foramen. A CT scan on (B)(6) 2012, identified the retained fragment.